Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed compromised force sensor system. The customer reported that she was having issue with the pump and it need to be replaced. The customer said the bottom part of the grey circle pops out. The customer had been getting error message. The customer reported that the drive support cap was loose and was cracked. The customer¿s blood glucose was in the range of 350-450 mg/dl. The customer treated blood glucose with pump. The customer declined further troubleshooting. The customer was advised to let insulin reach room temp before use on next set change and call if the issue occurs with the air bubbles on the cartridge. The insulin pump will be returned for analysis.